Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history (variable info = 3) due to broken trace at pin #1 on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had audio anomaly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did not hear the differences between the two audio beep volumes. The device will not be returned for analysis.